Event description:
"Filter has been indwelling for about 15 months and patient is aware of the possible need for advanced techniques in order to remove the filter....successful removal of infrarenal ivc bard denali filter and fractured filter alignment arm..."